Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that there were no issues with the 105f-sim-130 rist catheter. The 105f-sim-130 rist catheter was not in use when the other catheter fell into the aorta.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported there was no obvious deformation/damage could be observed to the rist lot 25497-01. There was no damage or evidence of tampering to device packaging.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the first rist catheter was opened and not usable. The second rist catheter and phenom catheter experienced catheter kickback during the procedure. The patient was undergoing coil embolization for treatment of a cerebral aneurysm. The accessed vessel was the internal carotid artery with a diameter of 5 mm. It was reported that the product was opened only to raise the rist, so the rist was not usable, so the product was not charged. The opinion was that the flexible part of the rist catheter was on the aorta, which was not a firm support and probably slipped down many times. The distance from the aorta to the pyramidal region for japanese is different from that for westerners, and that should be taken into consideration in the design. It was reported the left internal carotid artery accessed from the right radial artery, and a coil embolization was scheduled for the aneurysm in the anterior communicating artery. However, although the left internal carotid artery can be approached, when the microcatheter is inserted into the product in question and proceeds, the product in question falls to the aorta. It was tried several times, but it fell through. Therefore, phenom plus was used in the inner to raise the rist to a higher position, but it fell off, resulting in a longer procedure time. The product was replaced by another company's product, and they agreed that they would not be charged for the product in question. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. Additional information was received. The cause of the catheter kick back included, "the left internal carotid artery could be approached, but if the mc was inserted into the product and proceeded, the product fell to the aorta." Additional information was received. At first, it was raised to the internal carotid artery with the rist and a selective wire, and a 35 wire, from there the selective and 35 were removed, then phenom17 was inserted in the guiding. Because it still fell, the guide catheter was raised to the high position, so it was moved up to the initial position, and instead of selective, a phenomplus and an mc was placed inside, but it fell. The phenom plus (model: fg19120-1030-1s/lot: 229996996) and the guiding catheter (model: 107f-079-95/lot: 25678-01) were not concomitantly used when other companies' products were used, the gc was changed to optimo 8 fr. The selective might have been used for the inner, but could not be remembered.